Manufacturer narrative:
H.6. Investigation summary: the complaint of "contamination" is reported in phoenix ap instrument. Customer reported they see splashing on the inside of the instrument. A bd field service engineer (fse) was dispatched to the customer site. Fse verified on tubing, proper working condition and splashing stopped. No parts were replaced for this complaint. Contamination issue resolved. This is an unconfirmed failure of a bd product and root cause was unknown. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported when using the bd phoenix¿ ap that splashing inside the device was seen during use, resulting in instrument contamination with patient sample. The user noted that downstream instrumentation had quality control failures. The user resolved the issue by replacing the tubing. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ ap that splashing inside the device was seen during use, resulting in instrument contamination with patient sample. The user noted that downstream instrumentation had quality control failures. The user resolved the issue by replacing the tubing. No health impact or consequence reported.